Event description:
On (B)(6) 2014, the lay user/patient in USA contacted lifescan to report the one touch verio iq meter was giving the error 4 error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014). The lay user/patient¿s products have been returned and were evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The alleged error 4 message issue could not be reproduced. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.